Event description:
The customer reported that the system intermittently was not booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was provided with phone support until a purchase order could be obtained for a field service visit.